Event description:
The patient has two leads (from the same lot). It was reported the patient was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. Allegedly, the doctor stated both leads had migrated. On (B)(6), 2010, the leads were repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.